Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The caller stated that the device was not working, stating that the patient did not feel stimulation. The caller did not know if the battery was depleted or if there was something wrong with the system. The caller stated that the device stopped functioning 2 years ago. The caller was to follow up with the healthcare professional. Follow up was conducted.

Event description:
It was reported that the implantable neurostimulator (ins) was dead. The ins had been dead for ¿some time and a while, a few months ago, a couple of months.¿ they did not know why it depleted. She thought it was way before it should have run out. The patient was using the therapy 24/7. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).